Event description:
It was reported that the patient underwent spine fusion surgery on the lumbar region at levels l4-s1. During the surgery, the patient was implanted with rhbmp-2 and collagen sponge. The rhbmp-2 collagen sponge was applied from posterior and posterolateral approach. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine and was placed outside a cage (i.e. In the disc space and over the posterolateral gutter). Post-op, the patient complained of recurrent low back pain and lower extremity pain, due to which patient underwent revision surgery. On (B)(6) 2008, patient underwent spine fusion surgery on the lumbar regions at levels l4-s1. During the surgery, the patient was implanted with rhbmp-2 and collagen sponge. The rhbmp-2 collagen sponge was applied from posterolateral approach. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine and was placed outside a cage (i.e. Along the posterolateral gutter). Patient underwent another revision surgery. On (B)(6) 2008, patient underwent spine fusion surgery on the lumbar region at levels l5-s1. During the surgery, the patient was implanted with. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disk space). Post-op, severe and unrelenting pain in his low back that radiates up his spine and down into his bilateral lower extremities. Patient has swelling, numbness and tingling in his legs and feet. Patient experiences difficulty standing and walking. Patient injuries prevented her from practicing daily life activities and reportedly the patient has suffered serious and permanent injuries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 the patient underwent the following surgeries: decompressive laminectomy, facetectomy and bilateral foraminotomies l4-l5 and l5-s1, reduction of degenerative l4-l5 spondylolisthesis, posterior lumbar interbody fusion l4-l5 and l5-s1, posterolateral fusion l4-l5 and l5-s1, posterior segmental pedicle screw instrumentation l4-l5 and l5-s1, application of intervertebral biomechanical cage l4-l5 and l5-s1, harvest of local autograft for spinous surgery including spinous processes, lamina and facets l4-s1 using pedicle screw instrumentation and interbody peek cages, 2 rhbmp-2 to treat the following pre-op diagnosis: degenerative spondylolisthesis l4-l5, spinal stenosis l4-l5 and l5-s1, degenerative disk and facet disease l4-l5 and l5-s1. Op-notes: "...after trialing for appropriate interbody cage size the disk space was packed first within 2 rhbmp-2 sponges and then followed by a large quantity of local autograft bone harvested from the spinous processes, lamina and facets from the prior decompression. Once the bmp sponges and local autograft were adequately packed within the anterior aspect of the l5-s1 disk space. Once the appropriate size was confirmed the l4-l5 disk space was first packed with two rhbmp-2 sponges and then followed by packing the disk space with a large quantity of local autograft bone. The bmp sponges and then followed by packing the disk space with a large quantity of local autograft bone. The bmp sponges and autograft were sufficiently impacted into the anterior third of the disk space. Once this was completed a size 12 mm peek interbody cage was then implanted into appropriate location with the disk space. A fluoroscopic image was again obtained at this point confirming placement of the cage within the middle third of the disk space and bone graft and bmp sponges contained within anterior third of the disk space. Following placement of the bmp sponges we impacted a large quantity of local autograft bone on top of the bnp sponge. The patient tolerated the operation and remained stable throughout the case and in transfer to the recovery room..." Post-op, the patient complained of recurrent low back pain and lower extremity pain, due to which patient underwent revision surgery. On (B)(6) 2007 patient underwent MRI of lumbar spine due to back pain with right leg pain. Impression: since the prior exam the patient had undergone bilateral l4-5 and l5-s1 interbody fusion. Interbody fusion devices were noted on the right, status post bilateral l4 through s1 pedicle screws with bilateral l4 and l5 hemilaminectomies and bilateral l4-5 and l5-s1 facetomies, a postoperative fluid collection distorts the thecal sac and results in mild spinal canal stenosis at l4-5 and l5-s1, new 3 mm anterolisthesis of l4 on l5. It was not associated with a high grade neural foraminal stenosis, susceptibility artifact precludes evaluation of the l5-s1 neural foramina. On (B)(6) 2007 patient underwent MRI of lumbar spine myelogram. Impression: l4 through s1 anterior and posterior fusion. No evidence of migration of the interbody fusion devices. The posterior instrumentation was well seated in bone without evidence of fracture, no evidence of loosening within the fusion. Complete bony bridging across the endplates was not appreciated, allograft noted along the lateral aspect of the left vertical bar. It was not fully fused, improved patency of the thecal sac, no high grade spinal canal or neural foraminal stenosis, effacement of the right ventral spinal canal at l5-s1 which may be from scar which could potentially encase the proximal l5 and s1 nerve roots, not previously dictated, scattered schmorl nodes noted throughout the lumbar spine. On (B)(6) 2007 the patient presented due to failed l4-s1 fusion. On (B)(6) 2007 the patient underwent the following surgeries: exploration, l4 through s1 decompression/fusion, revision lumbar decompression with right l5-s1 foraminotomy to treat the following pre-op diagnosis: recurrent right l5 radiculopathy, status post decompression and instrumented fusion, l4 through s1. On (B)(6) 2007 the patient underwent the lumbar spine ap/lat due to post op follow-up. Impression: standing views demonstrate no change. On (B)(6) 2007 the patient underwent presented for an office visit due to pain/bilateral weakness. On (B)(6) 2008 the patient underwent x-ray of lumbar myelogram due to persistent right lower extremity pain. Multiple prior back surgeries and lower lumbar spinal fusion. Impression: successful contrast injection for CT myelogram. Patient underwent CT myelogram due to persistent right leg pain after fusion. Impression: gas identified within the dorsal soft tissues of the posterior decompression and also in the subcutaneous tissues overlaying the posterior decompression. Without a history of recent re-exploration an abscess cannot be excluded, slightly diminished mass effect on the dorsal thecal sac when compared to the prior exam. This suggests the patient had been recently re-explored, evidence of l4-5 and l5-s1 interbody fusion material resorption as well as resorption of the left dorsal lateral bone graft, evidence of granulation tissue encasing the right l5 nerve root mass effect on the left thecal sac. This was present on the prior exam as well, no new spinal canal or neural foraminal stenosis. On (B)(6) 2008 the patient underwent CT of lumbar spine due to low back pain. Impression: further resorption of the l5-s1 interbody fusion material and further loosening of the bilateral s1 pedicle screws. Findings were consistent with development of a pseudoarthrosis. Despite this the dorsal lateral bone graft down the left was slightly more solid than on the prior exam, increase healing of the l4-5 interbody fusion. No definite loosening of the l4 or l5 pedicel screws, widely decompressed spinal canal from l4-5 through l5-s1.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.